Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 35mg/ml dilaudid at 0.225mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had a long infection related to the device. The pump was programmed to minimum rate. The patient's pump was alarming for reservoir when they were in for a refill. No further complications were reported.